Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient via a manufacturer representative regarding that patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient needed a new group for different pain areas. Impedances were checked on all electrodes and individually and electrodes 4, 10, 12, 13, 14, and 15 were out of range. Programming with those electrodes did not work. The patient has not had a major fall since the implantable neurostimulator battery was replaced in (B)(6) 2013, however the patient falls a lot, but has not been hurt and her stimulation has not changed. The manufacturer representative was able to program a group using the working electrodes and was able to get coverage in the patient¿s new painful areas. The patient was feeling good about her new program. The health care provider ordered an x-ray to look at the battery and leads, however the results are unknown. Patient status at the time of the report was alive with no injury. Additional information has been requested regarding interventions and patient outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.